Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that their ins battery lasted only one year and must be defective. The patient had surgery to replace the ins battery.

Event description:
Information received from patient reported that an elective replacement indicator (eri) was seen on their implantable neurostimulator (ins). There was an allegation of dissatisfaction with the battery longevity. The patient was going to follow up with their healthcare professional (hcp). No symptoms were reported in the event. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.

Event description:
The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.